Event description:
It was reported that the device was used during a colon resection procedure. The device would not cut and would not staple. It was difficult to remove the anvil after firing. It is unknown how the case was completed or if there were patient consequences.